Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include diabetic coma. The patient was treated with 3 shots to "wake him up". X-ray and CT scan was performed. The patient was released the following day ((B)(6) 2025). The pod was removed. It was discovered the patient had been boluses for carbohydrates they were not eating. The patient was not aware they could deliver a correction bolus and leave the carbohydrate amount as 0.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin or failing to function as intended. The download data shows that the pod generated an 0x18 alarm, indicating the pod reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended, appropriately adapting to changes in estimated glucose values and suspending insulin suggestions as expected. The user delivered multiple boluses prior to the reported hypoglycemic event; however, it could not be confirmed if there was user error as it is unknown what the user consumed during this period. No functional problems were found with the pod that would contribute to the reported event.